Manufacturer narrative:
(B)(4). Approximate age of device- 71 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient claimed to have two days of high flow readings (approximately 11¿s) and shortness of breath. Upon device interrogation, the last six alarms were low flow events and low speed advisories. A pump off alarm was observed. Chest x-ray, right heart angiogram and ramp echocardiogram were performed. The pump speed was decreased to 8800 rpm. A log file analysis was requested. The manufacturer¿s technical services representative reported that the data captured pump stoppages that occurred (B)(6). The momentary pump stops may have been caused by a high current event. The pocket controller is designed to protect the heartmate ii lvas from damage during high current events and to step down the motor speed if the motor load exceeds the drive capability of the motor. A high current event can be caused by either power spikes, or a thrombus. A follow up log file data analysis was submitted with no associated device alarms. The second log file data was unremarkable for any unusual events. The lactate dehydrogenase was 231 u/l, haptoglobin was less than 30 mg/dl and the inr was 3.62. A third log file was submitted with no associated device alarms. The clinicians were concerned of the pump off alarms recorded in the previous log file submitted. The manufacturer¿s technical services representative reported that the previously reported pump stoppages were inconsequential because it was recorded at the very beginning of the log file when the pump was first connected to the controller. The submitted x-rays were unremarkable. The log file captured speed decelerations less than the low speed limit on (B)(6) 2017 at 0047hrs which lasted for two seconds while the device was connected. No additional information provided.